Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. During catheter insertion, the peel-away sheath broke at the wing. The physician needed to use a hemostat and scissors to be able to complete the procedure with the same sheath.